Manufacturer narrative:
97755-s, sn:(B)(6) returned for product analysis. Analysis found no device found message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: 14-feb-2023: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an external device. The reason for call was caller stated that the paddle is not working any longer. Caller is with the patient and has tried to charge in passive mode every which way but can't get high numbers. Caller also noticed the junction between the box and the cable was getting extremely hot. The implant is depleted and has been dead since yesterday. Caller mentioned that the patient had problems with charging earlier this week. Caller reported the patient saw the screen that said to retry charging. The numbers would go as high as 96 but then the middle number would be in the 70s or 80s. Caller noted numbers would change with bending the cord of the rtm. The issue was not resolved through troubleshooting. A replacement recharger telemetry module (rtm) was sent out..